Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. If add'l info is received, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: 6/3/2011.

Event description:
The clinician was going to put the retracted needle into the designated sharps container which is mounted approx 4.5 - 5 feet up on the wall. The retracted unit then fell from there and hit the clinician's hand while on the open end. The needle then bounced out and struck the clinician's hand, puncturing the skin. At first, the skin did not appear to be broken, however, after further inspection, a couple of drops of blood were observed at the puncture site. The clinician went through the hospital's procedure for needlestick injuries.